Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a ventricular leadless pacemaker (lp) that dislodged. The lp was explanted and replaced. The patient condition was unknown.